Manufacturer narrative:
The instrument has been investigated. The field svc engineer (fse) evaluated the instrument and found the tip clamp gummed up and stuck in the open position in the reported problem area of the pipette assembly. The tip clamp was replaced. The instrument was cleaned, inspected, tested without further problem, and returned to svc.